Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that on the fifth seal cycle of a gyn procedure, oozing occurred even though an end tone, indicating a completed seal cycle, was heard. No tissue was damaged and there was no pt injury.